Event description:
It was reported that during a lobectomy procedure, the devices were fired on a vessel. The five devices fired properly, however, when reloading the devices the cartridge fell apart and part of the reload remained back in the anvil. The devices were not able to be reloaded due to the piece stuck in the jaw. The scrubbed tried to reload three devices then the surgeon tried to reload two and a third person was called into the room to try and the same thing happened. These devices were all from different lot numbers. No adverse consequences reported. All devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.